Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped and drive support cap was sticking out. The customer¿s blood glucose level was unknown. The customer also reported that the display was not readable. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to all wire were broken loose and missing end cap. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unable to verify loose drive support disk due to missing end cap. Device received with detach or missing end cap.